Manufacturer narrative:
The lead was returned due to cardiac perforation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended. The helix extension length was within specification. A tip stiffness test was performed, and the results were within specification.

Event description:
It was reported that the patient had a cardiac perforation following implant of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.